Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle the needle tip was missing. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle tip was missing.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample without shield and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned photos and sample and it was observed that patient end of the cannula was broken. No indentation on the hub post was observed. No DHR review can be carried out as lot number is unknown. No manufacturing related issues were observed on the returned sample therefore no root cause can be identified.

Event description:
It was reported that before use of the bd micro fine plus¿ insulin pen needle the needle tip was missing. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle tip was missing.